Event description:
The customer returned the gastrointestinal videoscope to the service center for an unrelated issue. During the device analysis, the technician noted that the bending rubber exhibited crystallization and the insertion tube showed slight crystallization as well. The cause of this condition is unknown. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.